Event description:
Customer reported an issue with the connection pins from the v series monitor's vdock, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the problem by replacing the unit's connection pin board.